Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: the following cause is presumed based on the investigation result. The cleaning of the product according to the instruction manual is necessary because there is a possibility that this event caused infection, health hazards, etc. Due to insufficient cleaning of the product.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the ess requested that the customer reach out to the manufacturer of the suction device to ensure proper use. The ess reported that on october 6, 2020 the customer responded that the manufacturer of the suction device ensured that the suction was being done correctly. The ess reported that the concern remained due to the scope model involved and requested that the customer follow up a second time with the manufacturer of the suction device to relay the steps were being performed on an eus scope. Reportedly, the manufacturer confirmed with the customer that the eus scope had to be suctioned a certain way with the device. The customer informed the ess that the manufacturer provided the facility with a document to show how to use the suction device with the eus scopes to ensure aspiration of the suction and balloon channels following brushing. In addition, the ess scheduled an in-service at the user facility for (B)(6) 2020 to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that the reprocessing observation/in-service was performed using the gastrovideoscope and no deviation were noted with the customer¿s reprocessing methods. An in-service will be scheduled at a later date for the eus model. The ess also, recommended that the customer schedule an in-service with the suction manufacturer to ensure suction is being performed correctly.

Event description:
The service center was informed that during a repair reduction observation with an endoscopic support specialist (ess) at the customer¿s site the scope was improperly reprocessed. The ess reported that the facility¿s reprocessing staff was incorrectly suctioning the scope¿s balloon and suction channels with non-olympus device. There was no patient infection, patient involvement or device positive culture reported.